Event description:
It was reported that the foley catheter was removed from the patient because it was not draining. Per additional information received from the complainant via email on (B)(6) 2019, the catheter was irrigated and there was urine return.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduce. The evaluation conducted showed that the flow rate for the returned sample had met the minimum requirement (100ml/min). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. After placement of the catheter, confirm urinary flow through the catheter. When urinary flow cannot b noted, confirm that the catheter is neither occluded nor broken. If the problem is still observed, consider catheter replacement."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter was removed from the patient because it was not draining. Per additional information received from the complainant via email on 26 oct 2019, the catheter was irrigated and there was urine return.